Event description:
It was reported that during the use of this drill in oral surgery, the drill heated up at the collet area. In addition, the customer reported that the bur guard did not get hot. The drill was switched out to complete the procedure. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: the drill was received for evaluation. During testing, the drill operated above temperature specifications; it overheated. Further investigation found a worn bearing in the collet assembly and non-OEM parts. In addition, it was noted that this handpiece was manufactured december 1995 and was last repaired by conmed linvatec in november 2002.